Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change to solid black and showed no red during retraction. When the deployment button was pressed, the button could not be depressed and failed to release. After removal from the patient, the plug did not detach from the device. Manual compression was applied. There was no reported patient injury. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The indicator guidewire loop could hook onto the vessel wall. No excess force was required to fully depress it. The device was stored and prepared according to the instructions for use, the user was trained in device use. The procedure was performed using the retrograde method. The physician was certified to use the exoseal vascular closure device (vcd). There were no apparent signs of device or package damage before use. One exoseal device was used. The introducer sheath used, including its manufacturer, model, and size, were unknown. The indicator window did not show red color at any time. No excessive force was applied when depressing the button. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45°, vessel diameter =5 mm, and no visible calcification, plaque, stent, or >50% stenosis near the puncture site. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was evident before device use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change to solid black and showed no red during retraction. When the deployment button was pressed, the button could not be depressed and failed to release. After removal from the patient, the plug did not detach from the device. Manual compression was applied. There was no reported patient injury. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The indicator guidewire loop could hook onto the vessel wall. No excess force was required to fully depress it. The device was stored and prepared according to the instructions for use, the user was trained in device use. The procedure was performed using the retrograde method. The physician was certified to use the exoseal vascular closure device (vcd). There were no apparent signs of device or package damage before use. One exoseal device was used. The introducer sheath used, including its manufacturer, model, and size, were unknown. The indicator window did not show red color at any time. No excessive force was applied when depressing the button. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45°, vessel diameter =5 mm, and no visible calcification, plaque, stent, or >50% stenosis near the puncture site. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was evident before device use. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufactured position, and the indicator wire was found fully deployed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.